Manufacturer narrative:
This device (unknown locking screw) was captured in the event descriptions reported under MFR 3006126083-2015-10040, MFR 3000270450-2015-10135, and MFR 3000270450-2015-10136 for this complaint (B)(4). A separate MDR form (MFR number) is now being submitted for this specific (unknown) part in order to capture some additional device information. This report is for one (1) unknown 2.7mm variable angle (va) locking screw 14mm. The complainant screw was not removed during the surgical procedure on (B)(6) 2015. Device remains in situ. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery of hallux valgus, the reported va locking screw (lot number; 8275721) could not be locked in the reported plate after the surgeon contoured the plate. Therefore, the surgeon inserted the reported va locking screw (lot number; 9259027) instead, but the screw could not be locked, too. Then, the surgeon drilled at another angle and inserted another screw (va locking screw 2.7mm 14mm, the lot number was unknown) instead. The surgery was completed as the stability of the plate was sufficient though the va locking screw 2.7mm 14mm could not be locked, too. There was 20 minutes of surgical delay. No adverse consequences to the patient were reported. This report is for one (1) unknown 2.7mm variable angle (va) locking screw 14mm. This report is 4 of 4 for (B)(4).